Manufacturer narrative:
Based on the info received, pt had a bard ventralex mesh implanted. A culture later came back that revealed (B)(6). However, the physician did indicate that he does not believe the mesh product is responsible for infection. Although it is not believed to be the source of infection the physician said he had 3 pts present with infection post implant. The product's instructions for use state that if an infection develops, to treat it aggressively. The prosthesis may not have to be removed. An untreated infection, however, may require removal of the prosthesis. A review of the mfg records, including paperwork verifying the product's sterilization, was reviewed and did not find any evidence of a mfg-related cause for the alleged event. Based on the info available, it does not appear that a device failure occurred. This MDR includes all pt, event and device info davol has received to date. See MDR 1213643-2011-00146 and MDR 1213643-2011-00143 for the two other cases referenced by the physician.

Event description:
On (B)(6) 2001 - post implant of a ventralex mesh to repair a hernia, pt had a fever. (B)(6) 2011 - mesh explanted, culture identified (B)(6).